Event description:
The lay user/pt contacted lifescan on august 24, 2007 and alleged that her one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on the day before, at noon. She also mentioned that after the reported issue began, she experienced blurred vision and low symptoms (specific low symptoms not provided). She had obtained a result of 230 mg/dl. The pt reportedly took no diabetes treatment actions following the result and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was correct, however, she was not cleaning the puncture wound area properly. This complaint is being reported because the pt alleged experiencing symptoms after the obtaining the alleged high result. She was comparing the result obtained on the meter to her normal readings/feelings. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.